Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown right knee. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient had a stryker right knee surgery and has been experiencing pain and swelling in knee since immediately after his surgery. Patient states that he hears an audible knocking in lower part of the knee and patient gets numbness in lower leg which extends down to the patient's ankle. Patient states the symptoms are gradually getting worse. Patient stated that after implantation of devices while in the hospital, the patient developed a blood clot in the right leg and patient's leg swelled to the size of tree trunk. Upon release from the hospital the patient stated he had to get a needle/injection in the stomach daily for approximately 1 month after leaving the hospital to resolve the clot. Patient would like to know if any of his knee implants were part of any recall as well as investigate the manufacturing and sterilization of the implants.